Manufacturer narrative:
(B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2022, this patient underwent endovascular treatment for abdominal aortic aneurysms using gore® excluder® aaa endoprostheses. The physician deployed the trunk ipsilateral leg endoprosthesis while pushing up the device. After implantation, it was confirmed that the both renal arteries were unintentionally covered by the proximal part of the device. As treatments, express vascular stent 6mm was placed in the right renal artery and 5 mm was placed in the left renal artery. Blood flow into the both renal arteries were confirmed and the procedure was completed. The physician commented that the device was unintentionally moved proximal during the deployment while pushing up.